Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The patient was asleep on his left side at the time of the events. Technical services advised some testing options. Office testing could not reproduce the noise. The doctor had an x-ray done and the results were normal. There were no additional adverse patient effects. The system remains implanted.